Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to the technical service department (ts) on (B)(6) 2025 that the cycler alarmed with a m83 pump a vs. B volume error in fill 1 of 3. The patient was connected during the incident and the cycler has not been re-setup with new supplies. A fluid leak was discovered during off and the patient was connected during the incident. Fluid leaked from unknown. The patient could see some fluid on the cart and noticed the fluid while the cycler was off. The patient advised that it was a small amount of fluid that they saw on the cart. The fluid was discovered in the pump module area and the patient advised it was a few droplets of fluid. Additional information was requested, however, to date it has not been provided. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Additional information: h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported to the technical service department (ts) on (B)(6) 2025 that the cycler alarmed with a m83 pump a vs. B volume error in fill 1 of 3. The patient was connected during the incident and the cycler has not been re-setup with new supplies. A fluid leak was discovered during off and the patient was connected during the incident. Fluid leaked from unknown. The patient could see some fluid on the cart and noticed the fluid while the cycler was off. The patient advised that it was a small amount of fluid that they saw on the cart. The fluid was discovered in the pump module area and the patient advised it was a few droplets of fluid. Additional information was requested, however, to date it has not been provided. Should additional information become available, the file will be reassessed and updated accordingly.